Event description:
It was reported that following a motor vehicle accident on (B)(6) 2010, leads for the upper extremities were not working. Pt experienced increased pain in upper extremities following the motor vehicle accident. An x-ray was performed on (B)(6) 2010, that noted thoracic leads, but cervical was not well visualized. Device interrogation was performed on (B)(6) 2010, which resulted in inability to get pain coverage for upper extremities. Intervention with medication adjustment of methadone and norco for pain noted on (B)(6) 2010. Leads were explanted on (B)(6) 2010, and replaced on (B)(6) 2010. More info was requested on the matter and will be provided when they become available.

Manufacturer narrative:
(B)(4).